Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 200 mg/dl. Customer declined to confirm backup therapy method.